Event description:
The customer reported that the blood pressure cuff was placed on the patient's right upper arm. The cuff went up and stayed up for 4 1/2 minutes. The cuff came down when the stop button was hit.